Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one guidewire and one introducer needle were returned for evaluation. The guidewire was received inside the introducer needle. The guidewire felt stuck but was able to be removed from the introducer needle with a moderate amount of force. Residue was noted to the distal tip of the guidewire. The outer coil wire was noted to be unraveled near the distal tip with the distal end of an inner core wire protruding through the stretched portion of the coil wire. Based on the findings, the investigation is confirmed for the reported insertion issue, specifically due to a frayed guidewire. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Potential contributing factors include retraction of the guidewire against the needle bevel, insertion technique and insufficient sized skin nick. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the guidewire was inserted into the sheath and allegedly unable to advance. There was no reported patient injury.